Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned. Analysis found internal insulation abrasion at 29-30.5cm and at 16-17cm from the distal tip. The cables were visible, but the etfe coating was intact in the abraded areas. (B)(4); failure (event) observed during analysis.